Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that, almost 1 month after the dental implant was installed in intraoral region #19, its non-osseointegration was observed. Twenty (20) ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented insufficient bone quality/ quantity (bone type I) and fenestration had occurred during surgery.